Event description:
Information received by medtronic indicated that the insulin pump had crack because of no screw thread in battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
T(B)(4).his MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear. On (B)(6), 2020 the customer reported a crack in the battery threads. After battery installation, a solid white display was noted. Unable to perform the displacement test, sleep current measurement, active current measurement, and self test. Due to the solid white blank display. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, keypad overlay scratched, broken battery tube threads, cracked case on the battery tube side, and faded serial number label. In summary, the customer¿s report of a crack in the battery threads was confirmed during visual inspection where broken battery tube threads was noted. The blank solid white display is due to broken traces on lcd glass between the lcd controller and the lcd image area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.